Manufacturer narrative:
Concomitant: 5076-45 lead implanted: 2009-(B)(6), 694765 lead implanted: 2011-(B)(6).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. The left ventricular (lv) lead exhibited high thresholds and no intervention steps were taken. The lv lead remains in use. No patient complications have been reported as a result of this event.